Event description:
It was reported that a patient's generator was unable to be communicated with. The physician believed that the patient's device may have been depleted, but a battery life calculation did not support that assessment. However, settings were only available from the date of implant and one other date; the physician also believed that the settings may have been increased since that date, and the patient used her magnet often. Both of these situations would decrease the battery life of the generator. No further relevant information has been received to date.

Event description:
The patient's device was able to be communicated with successfully on (B)(6) 2016 using the same programming system as before. This indicates that the programming system and generator were functioning properly. The nurse reported that the hhd was most likely plugged into the wall on (B)(6) 2016 when the failure to program occurred. No further relevant information has been received to date.